Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the scope failed the leak test due to a pinhole in the distal end. Additionally, the adhesive was peeling off. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the rubber at the distal end of the olympus videoscope separated during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, e2, e3, g2, h2, h4, h6 and h10. Correction to e2. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Based on the results of the legal manufacturer investigation, a definitive root cause could not be identified. It is likely the bending section cover was damaged and fell off due to some external force applied to the bending section cover. It has been confirmed that this phenomenon does not occur due to product or manufacturing, and there is no problem with safety. The instructions for use (IFU) states: never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result. Olympus will continue to monitor complaints for this device.